Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) paired successfully with the dexcom app but did not pair with the ilet after waiting, resulting in inability of the ilet to receive cgm data. No adverse clinical symptoms reported and no impact to blood glucose levels. Outcomes included no medical intervention and no hospitalization. User support included customer support troubleshooting and education, including toggling sensor model settings and restarting the ilet, with guidance to allow additional time for pairing. Investigation of this case revealed a pairing failure between the cgm and the ilet user interface without evidence of device hardware malfunction or user injury. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface or connectivity limitation related to cgm pairing workflow.

Manufacturer narrative:
Initial.